Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue with infusion set tubing was leaking at the site itself. The infusion set was used for 2-2.5 hours. The blood glucose level at the time of issue was noticed as 250 mg/dl. The patient replaced the infusion set and resumed on insulin successfully. No further information available.